Manufacturer narrative:
MDR . / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked leading to occlusion. The patient experienced high blood glucose and treated with correction injection using multiple daily injections event occurred on (B)(6) 2026.